Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The basal delivery totals in tdd do not match, variation due to known cause that the patient made changes to the basal program. This complaint is being reported based on the allegation against the delivery function of the pump. There was no indication that the device caused or contributed to an adverse event.